Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube clips are breaking off. The issue occurred during reprocessing. There were no patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record could not be performed without a lot number. The device was not returned to olympus for inspection so the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: connecting tube was broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. External stress on connecting tube may have been caused by applying force in the wrong direction. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.